Event description:
The local fse received a call from the doctor (dr. Ghori) at gandhi medical college bhopal reporting the source had stuck at the completion of a 3-channel treatment. They removed the patient quickly, and tried to have the wire returned to parking position. The source was already on its way back to the park postion, when it got stuck inside the source drive assembly. The position of the active pellet was between indexer and shielding. The inactive end was in the storage tube underneath the esoq/esrq switch assembly. The field service engineer (fse) confirmed that he could see the inactive end inside the storage tube. He managed to turn the wire in the outside direction, which was difficult at the beginning, as there have been some kinks of the source wire next to the drive assembly. He pushed the wire manually into the source exchange container. During source recovery, fes received a total radiation exposure (whole body) of 352 usv. There is no injury expected as a result of this exposure. His exposure was low and well within all regulatory limits.

Manufacturer narrative:
Before the source has been loaded the device was dormant for 1 year. The machine has never received a pmi-kit. The device has not been maintained for 6 years because the customer refused to institute maintenance. Despite several reminders to install maintenance the customer did not follow any advice form vms service engineers. This report is based on information from third party or developed by varian medical systems. By submitting this report, the company is not admitting that the product identified has malfunctions, is defective or has caused or contributed to a serious injury or death.